Event description:
On (B)(6) 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The following was alleged: "it was reported by service report that the 10 holes in the mounting block are not in a straight line. No patient involvement or adverse consequences are reported. " this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).